Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Clinical dvt (swollen leg) confirmed by ultrasound occurred in the patient who was in high risk of dvt due to her clinical condition of subarachnoid hemorrhage and hospital stay. Dvt presumably occurred in the same leg as catheter insertion and presumably within 7 days of the use of the catheter. Acute compartment syndrome developed - tissue pressure within a closed muscle compartment exceeds the perfusion pressure and results in muscle and nerve ischemia, which required treatment. Dvt prophylaxis was in place. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind.

Event description:
It was reported that during treatment on a (B)(6) female patient, admitted with subarachnoid hemorrhage, a dvt (deep vein thrombosis) was observed. The patient's medical was not disclosed. Coagulations drawn on (B)(6) 2016 were normal. The ivtm quattro catheter was placed by experienced doctor on (B)(6) 2016 without incident. The catheter was inserted in the right femoral vein. The insertion was smooth and was done in one attempt. The ivtm system was to be used for fever control. Dvt prophylactics were in use. On (B)(6) 2016, the right leg appeared to be swollen. The dvt was discovered via ultrasound. Acute compartment syndrome developed - tissue pressure within a closed muscle compartment exceeds the perfusion pressure and results in muscle and nerve ischemia, which required treatment. The patient was taken to the operating room to have the dvt removed. No other patient information was disclosed. No additional information was provided.